Event description:
The customer reported on (B) (6) 2009 that on (B) (6) 2009 when the unit was turned on to assisted a patient, the unit generated an electrical test fails code #58 (power up vent test failed). No patient injury was reported. In addition on (B) (6) 2009 the customer reported that while the unit was in use on a patient, the unit generated an electrical test fails code #35 (no communication with 6809) and stopped pumping. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company rep confirmed electrical test fail codes #58 (power up vent test failed) and #35 (no communication with 6809). The company rep replaced the drive manifold assembly and the main board respectively. As a precautionary measure other parts were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.